Manufacturer narrative:
On august 8, 2023, fujifilm healthcare corporation concluded their root cause investigation on the echelon MRI imaging system. The investigation concluded that there are no problems with the device or components, and all functionality was within normal specifications. The reported issue is not an isolated occurrence, and fujifilm is monitoring the facility for similar issues.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On (B)(6) 2023, fujifilm healthcare corporation became aware of an event involving echelon xl 1.5t MRI system. The exact date of the event is unknown. It was reported that a patient experienced a burning sensation on their abdomen where the call bell was laid that resulted in redness during a scan of the lumbar spine. The facility noted some redness on the patient's abdomen, but no medical treatment or surgical intervention was required. There was no death associated with the event.